Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was notified by a physician that an image was missing from an exam. The technologist was able to display the exam from the online list and all images were available. Merge unity pacs is a server based system therefore data accessed from any terminal or workstation is expected to be exactly the same, as it is coming from one source. However, the inability to view all images in an exam has the potential to delay or inadequately treat and/or diagnosis a patient. An investigation into this allegation is in progress. (B)(4).

Manufacturer narrative:
A review of complaints for this site show no other reports of this issue before or since this complaint. The exam was present on the image server and was reviewed at the time of the case by the pacs administrator on multiple stations. Pacs admin advised the reading physician, located in a remote location, to change the viewing parameters to view all images within the exam. The exam was read and the report was generated on the date the exam was performed. Follow up call to pacs admin by dchu. While on the phone, the customer restored this exam from long term archive. Customer reported all images are there and display. Customer reported the exam report was done the day of the exam ((B)(6) 2016) and is complete. No delay of care/reporting. Customer reports this is the only time he has heard of this happening. As a server based system, images that reside on the server are available on all work stations. No further investigation of this issue will be performed. The exam is intact and resided in long term archive for this site. Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 3300 image inspection. Results code: 213 no failure detected. Conclusions code: 17 evaluation conclusion. H10 - indication of additional manufacturer information is contained in this follow-up report.